Event description:
It was reported that aiming arm/ radiolucent and insert-handle radioluc short were involved in a reported event. The surgeon experienced mistargeting during drilling of proximal locking holes through the tna aiming arm, noting that the drill bit was notching the proximal hole and required repositioning of the aiming arm to pass the drill bit through the nail. The surgeon suspected an alignment issue between the aiming arm and the insertion handle. The surgery was completed without any reported patient harm or consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.